Manufacturer narrative:
Multiple attempts were made to follow up with the customer/contact; however, no additional information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized with elevated blood glucose (bg) levels (over 600 mg/dl). Elevated bg levels were treated by administering insulin via intravenous (IV) drip, and the issue was resolved. There was no permanent damage to the customer related to this event. The customer was released from the hospital on the same day that they were admitted.